Event description:
The pump was returned for investigation. Investigation revealed that the keypad was found to be torn around the ok button. The keypad cover was removed and contamination found under the contrast and down button key contacts. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed the keypad was found to be torn around the ok button. The keypad buttons responded to be button presses as expected. The keypad cover was removed and contamination found under the contrast and down button key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.